Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h6, and h11 complaint conclusion: as reported, a 5f infiniti jl 3.5 100cm diagnostic catheter was not tightly connected to the syringe. The event was reported as an adverse event, however, no patient injury was described. The device was used during a coronary angiography. The device was not returned for evaluation, as initial was expected/reported. Without the return of the device or images for analysis, the reported customer event ¿luer hub-incompatibility/fit-with syringe¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f infiniti jl 3.5 100cm diagnostic catheter was not tightly connected to the syringe. The event was reported as an adverse event, however, no patient injury was described. The device was used during a coronary angiography. The device was not returned for evaluation, as initial was expected/reported.

Event description:
As reported, a 5f infiniti jl 3.5 100cm diagnostic catheter was not tightly connected to the syringe. The event was reported as an adverse event, however, no patient injury was described. The device was used during a coronary angiography. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.